Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to server downtime and the need to restart certain services. A technical support specialist dialed into the server and ran a server downtime query, finding 0 messages available for processing with the xml processed time being current. The specialist then restarted the data sync, external messaging, and net transmission control protocol services. After these steps, the sample patient provided was found on the pyxis enterprise server with 'admitted' status and on station ed-red as well. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order & patients not crossing over, stations on critical override. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.